Event description:
It was reported, that the patient presented for a follow up in clinic. Upon interrogation, it was noted, that the right ventricular (rv) lead exhibited failure to capture and low pacing inhibition. The rv lead was explanted and replaced. The patient was in stable condition.